Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure performed on (B)(6) 2025. During the procedure, the fourth band was broken, and the next band did not deploy. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
D4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Section e: this event was reported by the other bsc employee. The healthcare facility is: (B)(6). H6: imdrf device code a04 captures the reportable event of bands damaged/defective. Imdrf device code a050501 captures the reportable event of bands unable to deploy.